Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. A system log review identified multiple errors pointing to the sterile adapter on arm 3 during the procedure. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the robotics coordinator and it was acknowledged that the issue was due to the sterile adapter on the universal surgical manipulator (usm). There had been no further issues on usm 3. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the instrument on the universal surgical manipulator (usm) 3 was not recognized. The customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that usm 3 had a cautery spatula that was in use when the usm errored with the message "instrument not recognized". The customer made multiple attempts to reseat the instrument with no change. The staff then swapped the instrument with a spare spatula, but the issues remained. The customer stated that the robotic procedure was almost complete but opted to convert to open to complete the case. The tse reviewed multiple errors on usm 3 and asked if the staff reseated the sterile adapter. The customer was not sure about the complete troubleshooting steps taken and requested a follow-up from the field service engineer (fse). The customer continued with an open procedure.